Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the stated pcu issue of ¿iui-male (right) - no communication¿ was not confirmed during the investigation. The issue was pcu did not provide power to its left side. On 07/10/2025, the pcu was received unboxed and with paperwork. Left iui connector caused no power on its left side because of iui connector mis-assembly. The pcu will be returned to bd san diego repair center for normal processing. The failure investigation report will be attached to salesforce. Supplier defect. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had iui-male (right) - no communication. There was no patient involvement.